Event description:
Complainant alleged that during in service training by a zoll sales representative, the device would not go into manual mode. The complainant indicated that there was no pt involvement in the reported failure.